Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during device preparation and before use, the mini trek rx 2.00 x 15mm balloon was found to be perforated. The device was not used and there was no patient involvement and no clinically significant delay in the procedure. Another balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. There was no damage to the balloon; thus, the reported complaint could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. In this case, a conclusive cause for the reported complaint could not be determined since the compliant could not be confirmed during return analysis. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.